Event description:
It was reported that the balloon had hole in it and would not stay inflated during use. No patient complications were reported.

Manufacturer narrative:
We received one 12tlw805f35 thru-lumen embolectomy catheter without the packaging for examination. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured in the central area between the windings. There was no indication of deterioration to the latex. There appeared to be a section of the latex missing. Both the proximal and distal windings appeared to be in good condition. The catheter body was undamaged. Per the IFU balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of the reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, instructions state not to exceed the maximum recommended inflation volume and pull force for each size catheter. In addition the IFU states that the maximum pull force for this catheter is 2.0 lbs on an inflated balloon. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.